Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that right atrial (ra) lead exhibited high pacing threshold which was caused likely by an open-heart coronary artery bypass graft surgery. The lead was explanted and replaced. No additional adverse patient effects were reported.